Event description:
Procedure: esophagogastrectomy. According to the reporter: the surgeon tried to attach the orvil anvil to the instrument in more than 10 occasions without success. Since the laparoscopic intervention could not be completed due to this problem, the surgeon turned it into open surgery. The surgeon tried to manually attach the anvil to the instrument out of the surgical field, again without the instrument achieving a perpendicular position. To complete the intervention, the surgeon used an eea25 for esophagojejunostomy, with satisfactory results when checking for leakage. There was a 90 minutes delay in the procedure. Two additional procedures were performed due to fistulas in the anastomosis.

Manufacturer narrative:
(B) (4). (B) (4).